Event description:
It was reported that the epg (external pulse generator) was returned to the biomedical engineer with a report that it was not working right. During a preventative maintenance check, the atrium sensing amplitude values were found to be low. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed functional and bench testing. Analysis did find that the upper case, lower case, one side bail cover and battery drawer were broken, the ring cover was the wrong part, one side bail cover and one side bail was missing, the lead flex cover was contaminated, one side bail was bent and the keyboard was scratched.